Event description:
On (B)(4) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily. The patient manages his diabetes with humulin insulin (3x daily/ 5 units after each meal) and lantus insulin (1x daily). The alleged issue began about a month prior to contacting lfs. It was reported the patient's blood glucose read "over 200 mg/dl" with the subject meter. Per the advice of his physician, the patient administered self an increased dose of insulin (1 additional unit). About 3 days later, the reporter claims the patient felt symptoms of disoriented, cold sweat and finger numbness. At that time, the patient obtained a blood glucose result of "270 mg/dl" with the subject meter which the patient did not feel correlated with his symptoms. The patient ate sugar as treatment. About 10 minutes later, the patient retested on another device and obtained a blood glucose result of "70 mg/dl". The cca was also advised of results of "285 and 245 mg/dl" with the subject meter compared to "85-90 and 70-80 mg/dl" with another device, respectively, performed within an unspecified time of each other. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.